Event description:
It was reported that an axis of the permanent cautery hook instrument axis is not moving. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the pitch input rotates but movement is not translated to the instrument wrist due to a broken pitch cable at the distal clevis. Engineering also observed the main tube is damaged on the same side as cable breakage where the distal end has scratches perpendicular to the tube axis with a small amount of material removed. Engineering concluded that the scratches are likely due to inadvertent contact with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.